Event description:
It was reported that the patient underwent an olif at l1-5 with posterior fixation at l1-5 to treat degenerative scoliosis. Sometime post-op the l3 vertebral body was found fractured. The surgeon commented that the fracture was possible to occur because the patient has severe osteoporosis. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned for evaluation however films were supplied for review which found: olif performed l1 to l5 with posterior fixation. L3 body fracture noted after fixation had been completed. No revision is contemplated as the fracture is supported and contained within the construct. Lateral view shows a biconcave fracture at l3. The patient is clearly osteoporotic. It is reasonable to suggest that the clydesdale implants placed specific loading upon the upper and lower endplates of l3 that exceeded its remaining axial strength, causing the fracture.